Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the device's nibp(non-invasive blood pressure) calibration due date has passed. The nibp calibration completed and operation test completed. The device has passed the functional and diagnostic tests. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device had some ECG noise. There was reportedly no patient involvement.

Event description:
It was reported that the device had some ECG noise. There was reportedly no patient involvement.